Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer instrument involved with this complaint and completed the failure analysis investigation. Visual inspection did not show blade exposed, conductor wire damage or snake wrist damage. The instrument was placed on an in-house system and it passed self-check, cut test, energy delivery test, electrical continuity test and the grip force test. The electrode gap test was performed and instrument failed the test. Review of the system logs found disconnect errors. Based on the information provided, this complaint is being reported due to following conclusions: the vessel sealer instrument would not seal during a da vinci surgical procedure, if this malfunction were to recur, it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the vessel sealer instrument stopped sealing. The planned surgical procedure was completed and no reports of any fragment(s) falling into the patient, no patient harm, adverse outcome or injury was reported. On (B)(6) 2015, intuitive surgical, inc. (Isi) obtained additional information regarding reported event: according to the initial reporter, the vessel sealer instrument worked 1-2 times and then would not function. The surgeon had thinned out the patient's tissue and the instrument was cutting but not sealing. An error message flashed on the screen, however the surgical staff was unable to provide what the error referred to. The patient's vessels were not reported to have been highly calcified or larger than 7mm in diameter. The surgeon heard confirmation from the esu that the seal was complete, however there was no tissue effect of the seal function. The patient experienced some bleeding, which was controlled using ligaclips until the vessel sealer instrument was replaced. There was no blood transfusion required and there was no patient injury.